Event description:
On (B)(6) 2012, the reporter contacted animas stating that the date/time were incorrect on the pump. The date reportedly read (B)(6) 2000 on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 04/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed multiple persistent (B)(4) alarms with date (B)(4) 2000. The pump powered on and was primed successfully without errors. The pump was exercised for 24 hours without alarms occurring. A pump time test was performed and confirmed that the pump was keeping time appropriately. The pump was opened and no damage was found to the printed circuit board.